Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, most likely the pvl was due to sub-optimal positioning, as it was reported that the valve was implanted around 12mm below the aortic annulus. For the optimal placement of the bioprosthesis, per corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in a deep position, with a resulting moderate to severe paravalvular leak (pvl) observed. A second valve was implanted in a higher location, resolving the pvl. The devices remain implanted with no subsequent adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.